Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The cause of the reported issue was isolated to the test load and not the device. The customer will replace the test load equipment. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not recognize the test load. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.